Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin, and additional assistance was not necessary.